Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission showed some oversensing on the device. The implantable cardiac monitor was replaced with an implantable pulse generator eleven days later. No patient complications have been reported as a result of this event.